Event description:
The customer reported to olympus that during a transurethral resection procedure, the device made a sparking sound and smelled burnt. No sparks or trauma was noted. The facility completed the case with a similar device. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation could not confirm the sparks. The burnt smell was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, there was a burnt mark on the device but no abnormality was found in the equipment. The probable cause is foreign matter that temporarily adhered to the a cord connection part due to moisture or continuity, or that some abnormality occurred on the sheath side. The event can be detected/prevented by following the instructions for use which states: if you feel any abnormality in the output while using this product, stop using it immediately and turn off the power switch. A device failure can result in an unintended increase in output. Do not splash or spill liquids such as water on this product. Should the product get wet, stop using it immediately. There is a risk of electric shock due to deterioration of insulation. The exterior of this product must be grounded for safety. Be sure to connect the power cord plug to a grounded medical 3-core outlet as it may cause an electric shock. Do not use an adapter that converts a 3-core power plug to a 2-core, as this will compromise safety. Olympus will continue to monitor field performance of this device.